Manufacturer narrative:
Concomitant medical products: 250 ml b.braun bag 0264-7800-20 lot number j7c082 exp 03/19. Potassium acetate and nacl; 50 ml bag of magnesium sulfate, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported simultaneous infusions of magnesium and potassium infused faster than expected while on a pump module. The magnesium was intended to infuse at 2 gm/50 cc over 2 hours. The potassium was intended to infuse 40meq/250 cc over 4 hours. Both infusions lasted less than one hour. There was no patient harm.

Manufacturer narrative:
The customer¿s report of potassium infusing too quickly was confirmed. Physical inspection noted the device to be in fair condition with no signs of fluid ingress or damage noted. Analysis of the pcu event log shows that on (B)(6) 2017, the user programmed channel b (pump module s/n: (B)(4)) to infuse potassium 40meq/250ml over a 4-hour duration as reported. Instead of starting the infusion, the user allowed the pcu to time-out and return to the main screen. Afterwards, instead of manually reprogramming the potassium infusion, the user used the restore feature. However, because the potassium infusion never started, it was not stored into memory. Instead, the last running infusion was restored, which was a vancomycin 1-hour infusion with a rate of 250 ml/hr and a vtbi of 250ml, which was the same volume as the intended potassium infusion. The potassium continued to infuse at the vancomycin rate until 52 minutes later, when patient-side occlusion alarms occurred on both channel b and channel a (a 4-hour magnesium infusion). It is believed that the user noticed that the potassium bag was nearly empty and clamped off the administration sets for both pump modules. Following this, the user restarted both infusions and the potassium infusion completed in less than 10 minutes. Functional testing was performed and the device was out of specification, slightly underinfusing. No leaks were detected with the primary set. The root cause of the report of potassium infusing faster than expected was determined to be a programming error, in which the user restored the incorrect infusion program.